Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint states "this item is broken on our consigned set and the set is in quarantine". Additional information was added to state "email response from jake akin - apologies for the delay I was awaiting further information from the hospital. As I understand it was more of a wear and tear issue with the product where it connects. Unfortunately, the old item has been thrown away, however a replacement has been sent out and the tray is complete. This incident occurred on 5th july but didn¿t affect surgery." As the lot number for this product has not been supplied, it is not possible to determine if the "wear and tear" is premature or not. The cursor is used to ensure the correct depth for the implantation of the biostop g restrictor, and needs to be securely tightened onto the introducer rod. The complaint description implies that the cursor could no longer function correctly, but does not give any further detail. Without further information or a sample to examine, it is not possible to confirm this complaint. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : product is manufactured externally, so there is no device history available for review. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This item is broken on our consigned set and the set is in quarantine.